Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included ebstein's anomaly and ovarian cyst. Concomitant products included bupropion (wellbutrin) from 2009 to 2015, citalopram since 2007, lysine and phenothrin. In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue"). In august 2015, the patient experienced uterine pain ("uterus pain"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("sever menstrual pain / dysmenorrhea (cramping);"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In september 2015, the patient experienced arthralgia ("joint pain all over"). On (B)(6) 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). In october 2015, the patient experienced anxiety ("anxious"), depression ("depressed."), mood altered ("hormonal changes describe: mood changes"), nausea ("nausea") and allergy to metals ("nickel allergy"). In november 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In january 2016, the patient experienced pruritus generalised ("allergic or hypersensitivity reaction type: rash/itching skin "), alopecia ("hair loss"), dry skin ("dry and patches") and blister ("rashes or skin conditions type: blisters"). On an unknown date, the patient experienced rash ("allergic or hypersensitivity reaction type: rash / itching / rash around abdomen"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes "), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy) and surgery (total hysterectomy uterus and cervix removed) bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea, anxiety, depression, vaginal haemorrhage, menorrhagia, rash, pruritus generalised, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, alopecia, mood altered, cystitis, migraine, headache, nausea, allergy to metals, vaginal discharge, dry skin and blister outcome was unknown and the pelvic pain, dyspareunia, arthralgia and uterine pain had resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blister, cystitis, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, pruritus generalised, rash, urinary tract disorder, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, rash, itching, apareunia, bladder and urinary disorder, dysmenorrhea, fatigue; hair loss, mood changes, bladder, migraines / headaches, nausea; migraines; nickel allergy, vaginal discharge, pelvic pian, uterus pain, joint pain, dyspareunia , device monitoring procedure are added. Concomitant & historical drugs , conditions are added. Product, patient & reporter information added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), anxiety ("anxious") and depression ("depressed."). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea and genital haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.